Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found that they were unable to test if device is getting hot due to immediately going into no device found error, that insulation is pulling out of rtm donut, and that (B)(6) fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that when they were trying to recharge their ins, system problem rm03 appeared. Pt stated that they reset the controller and that the message was cleared, however then the message kept appearing again. Pt stated that then they were stuck on the no device found screen; patient services (pss) reviewed with the patient (pt) that the controller wouldn't be able to communicate with the ins until the ins was charged. Pt noted that they were able to recharge the ins on monday, however the ins was then in the red zone since the issues recharging the ins started tuesday evening. Pt confirmed that the recharger (rtm) was getting hot while trying to recharge their ins. The patient was sent out a replacement recharger (rtm). No symptoms were reported.  Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back and said they got the replacement rtm but are seeing no device found. Patient services (pss) walked pt through using passive recharge mode and they were then able to start charging at excellent quality. Pt will continue to charge ins. They mentioned stimulation turned off yesterday due to ins battery depleting, but will turn stimulation back on once they charge it up more. No symptoms were reported.